Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the jet tube and the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material, however, the issue was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted the air/water cylinder and scope cylinder had no color. Water tightness was lost due to damage on the guide pin of the electrical connector. The shield plate, flexible printed circuit, electrical connector and plate had corrosion due to water leakage. A noisy image occurred due to corrosion on the electrical connector and water supply volume did not meet standard value due to clogging of the nozzle. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the connecting tube had a scratch. The protector of the universal cord on the scope connector side had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus it was noted that the jet tube and the nozzle had dry brown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.